Manufacturer narrative:
Event date: (b)(\6) 2018, date of this report: 08/27/2018. International UDI: (B)(4). During investigation, a visual inspection of the unit revealed no signs of exterior damage or contamination. The ventilator was booted into diagnostic mode. The diagnostic report (drpt) was reviewed. The drpt report revealed six instances of error code (e/c) machine and proximal pressure sensors failed, one instance of e/c battery failed, seven instances of e/c power restored following loss of power, three instances of e/c backup alarm failed and one instance of e/c machine pressure sensor autozero failed. The ventilator booted up into the normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any errors. The ventilator was cycled between the test backup battery and the alternating current (ac) source 15 times without producing any failures. The alarms test, the power fail test, and the internal battery test were performed and passed. A charge/discharge cycle was performed with no errors produced. When the ac was disconnected, the running on internal battery message appeared as expected, the battery led shut off as expected, and the audible alarm was active. When ac was reattached, the running on internal battery message deactivated as expected, the audible alarm deactivated as expected, and the battery led started blinking on and off indicating that the backup battery was charging. After approximately three hours the test backup battery was back at full charge. The backup battery led became solid as expected with no errors produced. The ventilator was functioning correctly.

Event description:
It was reported that during investigation, a failed battery error was discovered. There was no patient involvement.